Manufacturer narrative:
The investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was dim light, light source failed during intubation. Intubation was completed sucessfully with a delay of 3-5mins. No negative impact in state of health reported.